Manufacturer narrative:
Customer reported that a pyxis medstation es power cable was accidentally pulled from its socket by undisclosed means. The power cable was connected to a power source at the time of the event, this caused a short circuit and fire that produced smoke. The reported fire damage was limited to the power cable, no other parts were affected. There was no patient involvement. No patient or user harm was reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and confirmed that the malfunction initiated when the cable was accidentally pulled. The field service technician replaced the unit's power cable and confirmed the device is operational.

Event description:
Customer reported that a pyxis medstation es power cable was accidentally pulled from its socket by undisclosed means. The power cable was connected to a power source at the time of the event, this caused a short circuit and fire that produced smoke. The reported fire damage was limited to the power cable, no other parts were affected. There was no patient involvement. No patient or user harm was reported.

Event description:
Customer reported that a pyxis medstation es power cable got tripped by someone and shorted. The power cable was connected to a power source at the time of the event. Later, the cord caught on fire and produced smoke. There were dark stains/marks visible on the floor, wall and on the cord. The station had since been unplugged from the power source. The reported fire damage was limited to the power cable, no other parts were affected. There was no patient involvement. No patient or user harm was reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, e3, g2, g6, h2, h6, h11. A review of the complaint history for sn 15853375 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-apr-2020 to 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cord got trip by someone and shorted. A field service engineer ran hardware test application diagnostics with customer to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.